Event description:
A physician reported that a patient, a new contact lens wearer for about a month, was seen for pink eyes and had appeared to have signs of a fungus infection with use on renu with moistureloc multi-purpose solution. The physician indicated that the pt's left eye had 4 satellite, white, patchy areas in a line showed signs of early fungal growth (appeared to look like a precipitate or calcium deposit in the eye), it was not bacterial. Upon examination, the physician removed and examined the lenses, the lenses were clear. The lens (30x magnification) did not appear to have sign of fungus. The physician had not cultured the suspicious areas. No treatment was given. Instead, the pt was instructed to discontinue use of contact lenses. The pt was re-evaluated the next day. The pat had recovered, all signs of fungal presence were gone.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous product lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aceptic processing areas, and all product realese sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link, but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.